Event description:
During the procedure, the surgeon noted the robotic tenaculum broke and sprang into aright angle position. He was unable to move it, and pieces of the cable were removed in an endocatch and no further cable was seen. The tenaculum was removed. There was no sign of other instrument parts or tenaculum or cable, and after the surgeon inspected and irrigated, a cystoscopy was performed due to the general difficulty removing the uterus. The ureteral orifices had good strong efflux of blue-colored urine, and there was no injury to the actual bladder.